Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to difference in sensor glucose and blood glucose and calibration not accepted error. The customer reported blood glucose value of 373 mg/dl, treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040c1. Troubleshooting was completed and it was confirmed that insulin delivery was suspended due to reported event and the blood glucose and the sensor glucose value at the time of event was found to be 2000 and 60 mg/dl. Troubleshooting on calibration error confirmed the reported event and it was advised to wait before attempting to calibrate again after getting a "calibration not accepted" message. Troubleshooting was performed for high blood glucose and customer had been used the insulin pump within 48 hours of reported event. No harm requiring medical intervention was reported. No product return is required for mmt-7040c1.